Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and suffered a perforation of the coronary sinus which required a pericardiocentesis and chest tube placement. The patient was transferred to cicu. The report indicated that after placing multiple pacemaker device leads, the physician inserted the thermocool smarttouch sf catheter to perform an av node ablation procedure. At this point, the patient's blood pressure dropped. The physician performed an angiogram and noted the perforation of the coronary sinus, and contrast was seen entering the pericardial space. Pericardiocentesis was performed and approximately 250cc's of fluid was removed from the pericardial space. The patient is stable and transported to the unit for observation and possible further medical intervention. No ablations were performed during this procedure. Ngen system was present but not used. Carto 3 system was used for the procedure. The additional information received indicated that the intervention provided was pericardial drain and chest tube. The patient did not require cardiac surgery. The outcome of the adverse event was on going and still admitted to cicu. The patient required extended hospitalization because of transferred to cicu. Prior to noting the adverse event, no ablation was performed, and no evidence of steam pop. The flow settings were 4ml and 15ml. This adverse event discovered post use of biosense webster products. The event occurred during mapping.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter and suffered a perforation of the coronary sinus which required a pericardiocentesis and chest tube placement. The patient was transferred to cicu. The product was returned to johnson & johnson medtech (j&j) for evaluation on 09-mar-2026. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).